Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 532 (mg/dl) for 3 days. Customer administered correction boluses, injections, and exercised to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer stated that they do not always wash their hands when they test their bg levels. Customer indicated that they will change all of their pump supplies. Recommendation was made to contact tandem technical support if any future assistance is needed. Customer acknowledged.